Event description:
It was reported that detection was suspended during a non-wireless telemetry session with the cardiac resynchronization therapy defibrillator (crt-d) and the programmer when it should not have been suspended. The device remains in use. The status of the programmer is unknown. No patient complications have been reported as a result of this event.